Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 10 seconds, the balloon ruptured and a pinhole was noted. It was observed that there was a decrease in pressure of the indeflator. Additionally, leakage of the contrast medium was confirmed when the device was removed from the patient. The procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post procedure.